Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred, and the pump time was incorrect, cause was unknown. Additionally, the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.